Event description:
It was reported that the cleaning brush was catching against something when going down the suction port of the gastrointestinal videoscope during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: forceps-passage restriction and brush-passage restriction in the biopsy-channel side. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.